Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. No specific device failure has been alleged and medical records have not been provided. Attempts have been made to contact the pt to request additional info; however we have been unable to reach the pt with the contact info he provided. No lot number has been provided; therefore a review of the mfg records could not be conducted. At this time no connection can be made between the reported event and the davol product in question. If additional event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The following was reported to davol by the pt: the pt has alleged "I have a ventralex patch in my stomach that needs to come out". No further details are available. Contact attempts have been made, however the complainant could not be reached with the contact info he provided. As the contact alleged to have had an adverse surgical outcome we are filing an MDR to report this event.

Manufacturer narrative:
This is an addendum to the initial MDR as additional and corrected information has been provided. The implanted device was initially reported to be a bard ventralex hernia patch. The contact now reports the implanted device to be a bard kugel patch. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Photos were provided to davol by the contact and were reviewed by our medical affairs department. Based on the photos it is not clear what the area of concern indicates. The photos shows a small anomaly in the center of the umbilicus; however, there does not appear to be anything protruding from the area and there is no open wound. At this time no additional medical or surgical intervention has taken place. Based on the event as reported and review of the provided photos, no definitive conclusion can be made. The patient was advised to speak with a medical professional for a physical exam. Should additional information be obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient: the patient has alleged "I have a ventralex patch in my stomach that needs to come out". No further details are available. Contact attempts have been made, however the complainant could not be reached with the contact information he provided. As the contact alleged to have had an adverse surgical outcome we are filing an MDR to report this event. Addendum as additional information has been provided: the contact reports in 2005 the patient was implanted with a bard kugel patch. He states that around 2007 to 2008 was when the patient first noticed a piece of the product "sticking out of his skin." It is reported, at this point he believes the product is sticking about 1/16 inch outside of his belly button." The contact reports the patient has not had additional medical or surgical treatment due to his work schedule and has been doing his own research. As reported the hospital does not have the implant records from 2005 and the implanting surgeon has since retired.